Event description:
A report was received from a lawyer where a female patient experienced eye pain while using renu moistureloc multi-purpose solution. Her son who is a physician, initially treated her (treatment unknown) followed by another physician in south carolina who treated her with vigamox. On 5/24/2005, the physician additionally treated her with pred forte. A culture was performed on 5/31/2005 and tested positive for fusarium. At a physician's visit on 6/03/2005, the patient was treated with natamycin. She was seen by a corneal specialist on 6/14/2005 and in 1/2006, a corneal transplant was performed.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing and areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.